Event description:
It was reported "when removing dilator from the sheath, the hub of the dilator separates on the proximal end where the white hub meets the blue dilator. I was told this has happened multiple times." No patient injury or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "when removing dilator from the sheath, the hub of the dilator separates on the proximal end where the white hub meets the blue dilator. I was told this has happened multiple times." No patient injury or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4).